Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "a midline was placed with smooth insertion, upon removal of the needle and guidewire it was noted that the entire guidewire was not intact, however there was no evidence of the broken wire. Md notified and x-ray taken, nothing found in x-ray." No other information was provided.